Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error is displayed and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable caused for noise image was could not determined and for connection issue was traced due to scope communication error e216 is displayed and no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had connection issue and noisy image. The event occurred during inspection for use. There were no reports of patient involvement.